Event description:
A patient who has platypnea-orthodeoxia syndrome was implanted with a 25mm amplatzer cribriform occluder (aco) in attempt to stop a right to left shunt. After release of the aco, it embolized into the distal aorta and right common iliac artery bifurcation. Numerous snare attempts for device retrieval were unsuccessful. A stent was placed to stabilize the aco and also to ensure the vessel remained open. Approximately a week later, a 35mm aco was implanted successfully to close the patent foramen ovale (pfo) and the patient was doing well post procedure.

Manufacturer narrative:
The 25mm amplatzer cribriform occluder (aco) was not returned to sjm for analysis. The manufacturing records could not be reviewed, since the lot and serial numbers were not provided. Based on the information received, the cause of the reported embolization is unknown. Not returned to sjm for analysis.